Manufacturer narrative:
One portex® suctioned soft seal cuff tracheostomy tube was returned for analysis in used condition. Visual inspection was performed under normal conditions finding no discrepancies. A syringe was used to inflate the cuff, inflation line and pilot balloon of the sample as it was submerged under water in order to verify for leaks; finding no discrepancies. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. A review of the manufacturing process was conducted, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Cuff assembly operation and inflation line assembly operation were reviewed; finding no discrepancies. Inflation test was audited during thirty two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty two ((B)(4)) units tested. No root cause has to be determined since the complaint was not confirmed since no issues were found with shm product; inability to confirm complaint.

Manufacturer narrative:
It was reported that the event occurred in early may. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cuff of a portex® suctionaid soft seal cuff tracheostomy tube was leaking. It was noted that the patient underwent a tracheostomy two months ago, and medical staff checked the cuff pressure every two hours since then. It was observed that the cuff pressure had dropped to around half of its specified value, and it continued to drop. The cuff had been tested prior to use in accordance with the instructions for use. A tracheostomy tube change was performed. No injury was reported, and the outcome of the event was noted to be full resolution.see MFR: 3012307300-2017-01140.